Event description:
It was reported that the previously working remote monitor was no longer responding to the start button. Different power outlets were tried and it was attempted to reset the monitor by unplugging and replugging in the power cord, but this was not successful. The monitor was returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analysis confirmed the customer comment, it would not start an interrogation. An unknown green, white and black colored stain was observed on both the top and bottom side of the printed circuit board assembly (pcba), as well as on the bottom housing.

Event description:
It was reported by the patient that the previously working remote monitor was no longer responding to the start button. Different power outlets were tried and the monitor was attempted to be reset by unplugging and replugging in the power cord, but this was not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.